Event description:
On (B)(6) 2010, the patient was treated for an aneurysm in the descending thoracic aorta with gore tag thoracic endoprostheses. The left subclavian artery (lsa) was bypassed and intentionally covered. The left common carotid artery (lcca) was partially covered by a stent-graft flare, but the final angiogram showed good blood flow to the lcca, and the procedure otherwise went as planned. Within a few days of the procedure, the patient presented with compromised motor function of the upper extremities. According to the physician, this may be a neurological event due to an embolization of aortic thrombus caused by wire and/or device manipulation. A follow-up angiogram showed good blood flow to the brachiocephalic artery, lcca, and lsa. The patient has no other complications, and the physician does not plan any further intervention.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: tgt3410/(B)(4), tgt4015/(B)(4).